Event description:
Description of event or problem: this spontaneous, serious case report was received from a pharmacist in (B)(6). The pt, a (B)(6) male, experienced a possible local inflammatory reaction, manifested as hot and painful edema localized from the right knee to mid-thigh, after receiving the first euflexxa (1 percent sodium hyaluronate) injection for an unspecified indication. This case was reported by a health care professional from the (B)(6). According to the reporter, the pt received the first injection of euflexxa on (B)(6), 2014 for an unspecified indication. Batch number and expiry date were not specified. The following days (date unspecified) the pt presented a possible inflammatory reaction. In the days after the injection the pt experienced a hot and painful edema localized on the right knee to mid-thigh. The purulent puncture fluid was said sterile. Biopsies and washing were performed on (B)(6) 2014 by arthrotomy. Samples sent for bacteriology and biochemistry for microcrystals search returned back negative. This histopathological examination showed a synovial hyperplasia with chronic inflammation, but no argument for an autoimmune disease or septic process. Outcome at the time of the report was unk. Medical history was not provided. Concomitant medications were not provided. Company comments: the distributor safety department reported causality is unlikely. However, temporal association (unspecified number of days) form the first injection lead to a company causality assessment if possible. Arthralgia and joint swelling are listed events. Listed events also include effusion, non-specified, paraesthesia, skin irritation, and redness, swelling and pain may occur at the injection site. (B)(4). Injection site reactions are a listed adverse event, and have been reported to the company. (B)(4) is aware of rare reports of inflammation or inflammatory reactions and oedema.

Manufacturer narrative:
Severity of occurrence of this event is greater than usual.